Event description:
The comparisons were reportedly obtained when performing tests using the suspect performa system. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the MFR for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).